Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4858 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported ¿I gained access to the vessel, guidewire advanced without issues. Catheter advanced without issue. Once I press the button to retract the needle, it got stuck. I had to tug slightly to get the needle to retract, when the needle finally retracts, it feels like it¿s getting caught on the catheter. The catheter became dislodged after the needle retracted. When I pulled out the catheter, the catheter was kinked."